Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump. The customer was unsure if the reported issue was due to the usb cable or due to the wall adapter. The pump was able to be charged successfully with an alternate usb cable and wall adapter. There was no reported impact to the customer¿s blood glucose level.